Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she had had 5 abdominal surgeries not related to her infusion system/therapy and due to the number of surgeries the pump was moving. On thursday, she went to have the pump refilled and the nurse that was trying to fill the pump told her that the needle she was using may have been too short, but she was pretty sure she got all the medication into the pump. The nurse came back in and said she was so sorry and that she should not have tried to fill the pump with too short of a needle. Per the patient, typically after a refill she would nap due to the long ride, but this time she slept for 3 days. She was wondering if maybe the nurse did not get all the medication into the pump, and the soonest the doctor could get her in was september 1st. The patient was redirected to her doctor for the answer to her question. She then stated that the doctor told her the only way to re-anchor the pump was to do another surgery and she was wondering if this was true. It was reviewed that because the pump was implanted in the patient¿s body, the only way to re-anchor the pump would be surgically.

Event description:
Additional information received from the patient stated the pump would move around sometimes be real deep then less deep, sometimes near their pelvis then by their belly button. Additional information from the healthcare provider (hcp) reported that the patient had a deeply placed pump sent for replacement in (B)(6) 2023 for end of life (eol) of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.